Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for acute hypoxic respiratory failure (ahrf), acute pulmonary edema (pe), fluid volume overload (fvo), suspected bacterial pneumonia (pna), and hyperkalemia; characterized by coughing, dyspnea, hypertension (htn) on (B)(6) 2019. While the specific origin of the event(s) is unknown, the discharge summary establishes the patient experienced a favorable response to the addition of 4.25% dialysate; indicating a prescription change was required to increase the patient¿s excess fluid removal. Hypervolemia or fvo is a common and often preventable process. Patient related factors, such as non-compliance, weight changes, dietary adherence and peritoneal membrane dysfunction are significant contributing factors, and can manifest as edema, pulmonary edema and hypertension. Therefore, based on the totality of the information available, the liberty select cycler is disassociated from the event(s), as there is no objective evidence contained in the record indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s serious adverse event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted to request a replacement cycler per the doctor¿s order. The patient stated that they were discharged from the hospital due fluid buildup around the heart. The patient stated that it was due to the patient¿s cycler not completely draining. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient clarified that the fluid buildup was around the lungs. The patient was hospitalized for coughing, shortness of breath (dyspnea), acute hypoxic respiratory failure (ahrf), pulmonary edema (pe), fluid volume overload (fvo), suspected bacterial pneumonia (pna), hyperkalemia, and hypertension (htn) on (B)(6) 2019 through (B)(6) 2019. The discharge summary was received on (B)(6) 2019. The record indicates the patient presented to the emergency room on (B)(6) 2019 with coughing and increasing sob. The patient reported pd therapy was going well on the liberty select cycler, with uf¿s of 1.0-1.5 liters of fluid per exchange of 2.5% dialysate (no reported missed treatments). Patient¿s vitals upon presentation were b/p = 174/101, pulse = 93, o2 saturation = 87% on room air (95% with 2.0 liters of oxygen). Radiological testing revealed the patient was experiencing pulmonary venous htn, ahrf, acute pe, fvo and was suggestive of bacterial pna. The patient was given intravenous (IV) levofloxacin, however the dosage and frequency were not provided. Hematological testing determined the patient was also hyperkalemic (6.3 meq/l) and was medically treated with kayexalate and admitted for further evaluation. The patient received additional pd therapy on (B)(6) 2019 including an additional mid-day exchange of 1.8 liters of 2.5% dialysate for the hyperkalemia and fvo. Additionally, the patient¿s evening ccpd therapy orders were altered to include 4.25% dialysate to increase uf volumes. Discharge notes from (B)(6) 2019 indicate the patient¿s fvo was greatly improved with the use of 4.25% dialysate, and the patient was educated on its use as needed for weight gain. The patient¿s hypertension improved with the removal of the excess fluid, and the resumption of the patient¿s home medication regimen. During follow-up with the patient, it was discovered the patient¿s request for a replacement liberty select cycler was associated to a noise it was making, and it was suggested by the hospital staff to request a replacement liberty select cycler as a precautionary measure.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. During the treatment test, a rumbling compressor sound could be heard throughout the test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. During a treatment, a soft pl (patient line is blocked) support warning occurred followed by a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line during a drain phase. The internal inspection of the cycler found that the compressor motor was loud. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.